Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an intermittent, ongoing low blood glucose (bg) level with an unknown cause. The customer provided 42 mg/dl as the bg value. The customer addressed for the low bg level by consuming foods and drinks containing carbohydrates. Tandem clinical diabetes specialist followed up with customer and confirmed that customer was no longer experiencing low bg levels.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) below 50 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6)2018 between (B)(6)pm and (B)(6)pm. The user delivered a 6.94 unit bolus for 50 grams of carbohydrates without entering current bg value approximately 3 hours prior to the low bg. And additional correction bolus of 1.38 units was delivered by the user while still having insulin on board as bg value continued to trend down. Making bolus requests and still having insulin on board and not entering current bg could lead to a low bg event. It is possible the user overcorrected.